Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s buttons had become stick or hard to press, unexplained no delivery alarms and insulin pump erased settings when putting in new batteries. Customer's blood glucose value was unknown. Customer declined helpline portal. The devices will not be returned for analysis.